Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-23547. It was reported the patient is not receiving effective stimulation and the patient's system is auto-reducing. Reprogramming was unable to resolve the issue. X-rays are to be taken as the next course of action.